Event description:
Two contact lenses out of the box from the alcon brand ripped in my eye. I fished out fragments, I made an eye dr appt and went a few days later. The eye dr didn't see any add'l fragments, but to this day I still have irritation to my left eye even after multiple attempts of flushing the eye and eye drops. FDA safety report ID# (B)(4).